Event description:
It was reported that this device inadvertently deployed. This 6x80x75 innova stent was selected for use in an angioplasty and stenting procedure. It was noted that upon opening the packaging, the stent was partially out of the sheath. The stent was not used, and the procedure was completed with another of the same device. There were no patient complications.